Event description:
Caller reported damage to pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed by tandem technical support to put the pump into storage mode and return it using a pre-paid label within 10 days, while continuing to use the current pump, which remained functional. Tandem confirmed the warranty status and shipping address and arranged for a replacement pump.